Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device started to heat up while in use together with the drill device. The reporter confirmed that there were no issues with the drill device. According to the reporter, the surgeon continued to use the devices until he was finished. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and noted that the control unit was not functioning. The hand piece worked, however the delay in control unit response after pressing the trigger, was identified. The failure occurred due to the fact that the trigger magnet and the trigger guide sleeve were worn out. Additionally, liquid residues were found between the inner parts of the hand piece, which suggested that reprocessing has been incorrectly performed. The small heat-shrinkable sleeves had not been placed over the cable of the control unit during last service due to technician error. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.